Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Correction: to d9: of the initial medwatch. Device available was inadvertently, selected "yes". Correct information: device available "no". The device was not returned. Therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over eight (8) years, since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, because the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii video system center did not work with 180 scopes and the maj-1430 videoscope cable but did work with 190 scopes when plugged during preparation for use. An unknown error code was also observed. As such, the diagnostic eus procedure was cancelled resulting to a delay of diagnosis. The procedure was rescheduled to a later date. No medical intervention was required. Though the procedure was cancelled causing a delay of diagnosis, there is no indication that it was being done urgently as it was rescheduled for a later date. No serious deterioration in the patient's health was reported and no medical intervention was required.

Manufacturer narrative:
D2: additional codes- fgb, gcj, nwb. The device has not been returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.